Event description:
During priming of the device, in preparation for use for a cardiopulmonary bypass procedure, the user observed an "arterial p02 sensor intensity error" message. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.